Event description:
The customer reported that while running an human t-cell leukemia virus-I/ii assay, summit sample handler did not pipette the correct amount of control in well position a5 and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.